Event description:
During an ureteroscopy, ureteral stent exchange, and stone removal from a (B)(4) year old male pt, when using stone basket on 1st deployment, the basket's wire broke leaving a 4" piece in the ureter. The surgeon used a three prong grasper to remove the segment of the defective basket. The broken piece was retrieved. The length of the procedure increased due to retrieval of broken product. This event did not cause or contribute to any adverse effects on the pt and the pt did not require any additional procedures.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, drawing, instructions for use (IFU), mfg instructions (mi), quality control (qc), specs, trends and a visual inspection of the returned device, along with the broken-off distal portion (about 3" in length) was conducted. The visual examination also noted that the wire from the braided sheath had also de-coiled and wires were protruding from the section still attached to the main body. Per quality check spec, the integrity of this device is ensured, along with a visual inspection for any signs of damage. The device is shipped with an instructions for use (IFU), which gives suggested handling instructions for extractors and forceps. The IFU states that excessive force could damage the device. Appropriate controls are in place. Based on the info provided and the investigation results, it appears the wire broke from excessive force. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the quality engineering risk assessment, no further risk reduction is required.

Event description:
During an ureteroscopy, ureteral stent exchange, and stone removal from a (B)(6) male pt, when using stone basket on 1st deployment the baskets wire broke leaving a 4" piece in ureter. The surgeon used a three prong grasper to remove the segment of the defective basket. The broken piece was retrieved and saved. The length of the procedure increased due to retrieval of broken product. This event did not cause or contribute to any adverse effects on the pt and the pt did not require any add'l procedures.

Manufacturer narrative:
(B)(4). The event is currently under investigation.